Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) has retained an attorney in reference to the advisory issued on this model device. There have been no allegations made against the functionality of the device. Additional information received indicates that this crt-d displayed an extended charge time tha concerned the physician.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) has retained an attorney in reference to the advisory issued on this model device. There have been no allegations made against the functionality of the device. Additional information received indicates that this crt-d displayed an extended charge time that concerned the physician.

Manufacturer narrative:
The device was returned for analysis; however, due to the pending litigation on this device, it was not analyzed at this time. The device has been archived should analysis be permitted in the future. This event wil be reopened at that time. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.